Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary: no anomalies were found; full lead in segments returned for analysis. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had premature battery depletion, and the voltage dropped suddenly since the last followup visit. It was also reported that the lead anchoring sleeve and insulation were broken. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary: no anomalies were found; full lead in segments returned for analysis. Analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.